Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The ins discharged the day prior to this report. The device was recharged to (B)(4); however, therapy could not be turned back because the ins was unable to communicate with and without the antenna using both their programmers. Poor communication screens were seen on both programmers. As a result, the patient was turning and twisting in bed the night prior to this report. The stimulation on/off button on the ins recharger (insr) was not enabled, and would not turn the ins back on. Actions taken include a doctor¿s visit to turn the ins back on, which resolved the therapy being off. The ins would not sync with either programmer at the time of this report. Two replacement programmers were sent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the replacement programmers resolved the communication issue. The communication issue was determined to be due to the programmer after the hcp interrogated the ins with their clinician programmer, and a different programmer the nurse had.